Event description:
It was reported that due to a scar capsule around the leads patient experienced pain at lead sites and restricted neck movements. Surgical intervention may be undertaken to address this issue.

Manufacturer narrative:
Section b3: date of event is estimated.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Additional information indicated that surgical intervention was undertaken on 12aug2024 wherein the leads were loosened from the scar tissue at the shoulder to address this issue. No product was explanted or implanted. Therapy was restored.